Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, a longevity estimation was found to be outside expected limitations. With a new battery attached, the device's functionality was tested and found to be normal. The battery was sent to the vendor and an internal anomaly was found to be the cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The facility representative reported a colleague infusion pump that gave off an alarm and one of the channels would shut down and out of service indication would appear. The reported condition occurred during use. No patient injury or medical intervention occurred.

Event description:
It was reported that the device exhibited rapid battery depletion.